Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.

Event description:
It was reported that during fill tubing, the customer was not seeing drops coming out the end of the tubing. After filling 40 units, the pump displayed a minimum fill notification although the cartridge was initially filled with 200 units. Due to these issues, customer changed to a new cartridge. There was no impact to the customer's blood glucose level.